Event description:
Pt reported that over a year ago, before he stopped using the product, his wife found him "on the ground." He had to go to the emergency room, where his blood glucose measured 1200 mg/dl. He had to stay in intensive care for few days.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to reported hyperglycemia and hospitalization. No product lot number was reported, therefore no qualification record review was performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose) , and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."